Event description:
It was reported that a user of the ilet experienced nocturnal hypoglycemia followed by hyperglycemia, with lowest reported blood glucose values of 39 mg/dl and 42 mg/dl, and the device alerted for low and high glucose during the event. The user reported treating when the pump alerts and announcing meals at first bite. Investigation included complaint handling with troubleshooting and education. Further investigation of this case revealed no device malfunction was identified and the cause of the hypoglycemia was unclear. The user reported symptoms included thirst, blurry vision and sweating during the event. Outcomes included self-treatment with mini muffins and glucose tablets, no outside assistance, and no medical intervention. It was concluded that, based on previously established findings for similar reports, the event was user-managed without clinical sequelae. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.